Event description:
It was reported that a splitter adapter for the ECG sync function between ultrasound/defib/balloon pump devices was not working. The equipment was reported to be in pt use, but no adverse pt impact was reported. The user bypassed the need for the sync splitter by using separate ECG lead sets for each device. During testing, once the sync cable between the splitter and balloon pump was reseated in the balloon pump connector, the sync function was restored with no further incident. The issue has not been observed since. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.